Event description:
It was reported that during a left hemihepatectomy procedure, there was an issue with a shear - the min button looked to be broken. The device was given to the scrub nurse to check. While looking at the device, the tip of the blade fell off on the tray (away from patient). Procedure completed with same/like device. The patient did well and the case was a success.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: did the titanium blade break? Yes. Was there a solid tone prior to noticing the broken blade tip? No. Was there an error code produced prior to noticing the broken blade tip? No. What was the error code? Unknown. Did the titanium blade tip fall into the patient? No. Was the tip left inside the patient? No. If converted to open, was the procedure converted as a direct result of the broken blade and the need to retrieve the blade tip? No. Was there any contact with metal during activation of the device? No. Were there any transactions across staple lines? No. Were any trouble-shooting techniques followed? No. If yes, describe the steps taken: dr. (B)(6) was doing a left hemihepatectomy on (B)(6) 2012. Dr. (B)(6) felt that the min button was loose and handed it to the scrub nurse to test and adjust. They tested the focus and it failed and over the tray the titanium blade broke as the nurse was adjusting the focus. The blade tip was not near the patient. They opened another harmonic focus fcs9 and the case continued, no lose of time and the case was a success and the patient did well.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as "replace instrument" with the gen11 later in the procedure, and continued usage can result in a broken blade.